Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently displayed that there was no insulin remaining in the cartridge or a supply change needed to be performed. At the time of the reported event, the customer was unable to perform troubleshooting. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer did not respond to follow-up attempts.